Manufacturer narrative:
Concomitant medical products: product ID: 97791, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Upon return of lead lot number va10mz6012 analysis found no anomaly.

Event description:
The healthcare professional (hcp) of a clinical study reported that there was lead migration/dislodgement. The clinical diagnosis was decreased pain control. The outcome was ongoing. No actions were taken as an intervention. The event resulted in an unscheduled clinic or office visit. Imaging showed that the lead had migrated. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the leads which were connected to the implantable neurostimulator (ins). Relevant medical history included: non-malignant pain.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. The lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 97791 lot# unknown serial# implanted: explanted: product type accessory product ID 977a260 lot# serial# (B)(4) implanted: (B)(4) 2015 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(4) 2015 explanted: product type lead .if information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they had a lead revision. The patient explained the reason for the revision was they fell about six weeks after they were implanted. An x-ray was done which showed the lead was not where it should be. The indication for use was non-malignant pain.